Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. The patient was recovering.

Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. A fracture of the lead was not alleged by the healthcare provider. No information regarding intervention or adverse patient consequences were reported.